Event description:
The consumer reported feeling stimulation in his belly. The patient was feeling less in his legs and more in his belly. The patient had been trying to get in touch with a manufacturing representative but had been unsuccessful. The patient would like to meet with a manufacturing representative for programming. This issue began in (B)(6) 2016. The patient's physician was notified of the event and they had attempted to change the lead availability. The circumstances that lead to the stimulation in the undesired location were not determined. The patient experienced pain and shocking in the left abdominal area, upper and lower. This issue began around (B)(6) 2016. The patient turned the stimulation device off and went to the clinic for help with the pain because they didn't have stimulation. No other treatment or x-rays were performed. To resolve the issue, the patient turned down the stimulation and the clinician then [illegible] didn't work. The patient saw the manufacturing representative and they were able to recapture the desired stimulation successfully. The patient began to get abdominal stimulation after programming on (B)(6) 2016 and an x-ray was performed during a follow up appointment. They were unable to capture the desired stimulation without abdominal or rib stimulation, primarily on the left side. They were able to capture low back and legs, but the patient experienced shocking with the stimulation on. The shocking occurred in the abdominal left and right, some in the stomach area, more towards the left ribs and abdominal. Sometimes it went around the right side and sometimes it was at the center of the abdomen. The electrode impedances were within normal range. Repeated impedance checks were performed multiple times in various positions and while palpating the generator and along the lead track. Everything was within normal range. There was no good explanation why he was getting shocking stimulation. They were unable to duplicate the issue. Multiple reprogramming had been performed and could not resolve the shocking sensations. Palpating the implantable neurostimulator (ins) pocket was normal. High density and high frequency programs were added for the patient to try. The patient needed the lead lowered to a power part of the abdomen and they didn't need the device removed. However, the patient did need additional surgery to replace the lead and lower the lead to the desired location. It was determined via x-ray that the lead was in proper placement at midline t7. No trauma or falls were reported. Indications for use include spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient underwent a pocket revision on (B)(6) 2016 to correct a suspected fluid short in the generator. The lead was removed from the 0-7 port and connected to the 8-15 port. Pre-operative and intra-operative impedance values all tested in range. The patient reported low back coverage and satisfactory stimulation in the post-anesthesia care unit. The patient was subsequently discharged. Additional information was received from a rep. It was reported that the patient reported to the emergency room on (B)(6) 2016 for post-operative pain related to his stimulator pocket revision. The patient requested opiate medications and the emergency physician gave him a percocet prescription for the acute post-operative pain associated with the surgery. While the patient was in the emergency department, the attending physician called a rep to perform a stimulation analysis and programming. Analysis showed that all electrodes were in range and adequate paresthesia coverage of the patient¿s back, buttocks, and legs was achieved. The patient felt stimulation everywhere they needed it and they were satisfied with their current therapy setting. It was noted that this was stated in front of the attending physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.